Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic/abdominal') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: chronic, pelvic/abdominal"). The patient was treated with surgery (hysterectomy partial, salpingectomy bilateral). Essure (ess205) was removed on (B)(6)2005. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). The reporter commented: the plantiff states that she received treatment for pelvic and abdominal pain. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain and abdominal pain. Reporter information, patient details, product information updated. Insertion and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic/abdominal') in an adult female patient who had essure (ess205) (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, pancreatitis, brain operation, type 2 diabetes mellitus, hydrosalpinx, bowel adhesions and follicular cyst of ovary. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: chronic, pelvic/abdominal"). The patient was treated with surgery (hysterectomy with salpingectomy bilateral/hysterectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). The reporter commented: the plantiff states that she received treatment for pelvic and abdominal pain. Discrepancy noted in plaintiff date of birth (B)(6) 1973 and (B)(6) 1974 discrepancy noted: the insertion date as per mr is (B)(6) 2012 and removal date is 2016. No. Of coils:six coils noted trailing out of the right ostium and five coils protruding from the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilaterally essure devices noted occluding the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic/abdominal') in an adult female patient who had essure (ess205) (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, pancreatitis, brain operation, type 2 diabetes mellitus, hydrosalpinx, bowel adhesions and follicular cyst of ovary. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: chronic, pelvic/abdominal"). The patient was treated with surgery (hysterectomy with salpingectomy bilateral/hysterectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). The reporter commented: the plantiff states that she received treatment for pelvic and abdominal pain. Discrepancy noted in plaintiff date of birth (B)(6) 1973 and (B)(6) 1974 discrepancy noted: the insertion date as per mr is (B)(6) 2012 and removal date is 2016. No. Of coils:six coils noted trailing out of the right ostium and five coils protruding from the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilaterally essure devices noted occluding the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic/abdominal') in an adult female patient who had essure (ess205) (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: chronic, pelvic/abdominal"). The patient was treated with surgery (hysterectomy with salpingectomy bilateral/hysterectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). The reporter commented: the plantiff states that she received treatment for pelvic and abdominal pain. Discrepancy noted in plaintiff date of birth (B)(6) 1973 and (B)(6) 1974 discrepancy noted: the insertion date as per mr is (B)(6) 2012 and removal date is 2016. No. Of coils:six coils noted trailing out of the right ostium and five coils protruding from the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilaterally essure devices noted occluding the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Reporter information, lot no, expiration date, other relevant history, lab data, auto-narrative supplement added . Patients details updated and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.